Manufacturer narrative:
Omsc followed up with the facility to obtain more detailed information. It was reported that the stone of the pt was crushed successfully by an eswl at the other facility, and the basket wire was retrieved from the pt. Two days after the eswl, the stone was reportedly retrieved under endoscopy. The pt reportedly was doing fine after the procedure. The user facility also reported that the stone was more than 20 mm in size. Only the basket wire of the subject device was returned to omsc for evaluation. The evaluation confirmed that the basket deformed severely and the basket wire broke near the proximal end. There were no other abnormalities related to the breakage in the subject device and in the manufacturing record of the subject product. Based on the previous investigation the cause of the user's experience was determined to be due to the biliary stone being excessively hard. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for a biliary stone lithotripsy, the device was successfully placed over the stone, however, the device could not crush the stone and could not be withdrawn from the pt. The user facility reportedly tried to crush the stone with a mechanical lithotriptor ((B)(4)), however the stone could not be crushed because the basket wire got snapped and shorten at the proximal end and could not be retrieved from the pt. It was reported that the procedure was abandoned and the pt was transferred to the other facility for eswl considering the advanced age of the pt.